Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000449 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed a hemostatic valve leakage. During the procedure, the hemostatic valve of the vizigo sheath was damaged. The vizigo sheath was replaced with a new one. The procedure was completed without patient consequence. Additional information was received on 02-may-2025. The section that the issue was observed was the hemostatic valve. No picture available. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. No needle was involved in the alleged event. Additional information was received on 11-may-2025. This part had a leakage issue. The brim cap / hub did not become detached from the sheath. No blood return was observed. No needle was involved in the alleged event. The event was originally considered non-reportable, however, bwi became aware on 11-may-2025 of a hemostatic valve leakage and have reassessed the event as reportable. The reportable awareness date for this record is 11-may-2025.